Manufacturer narrative:
The returned implants were visually inspected and found the center hole threads of the augmented baseplate deformed and stripped. However, the locking cap did not have stripped threads or any deformation, as seen in the baseplate. The peripheral holes of the baseplate also had some cross threading, as intended per design. The screws were visually inspected and three were found to be in normal condition. Two screws displayed visual signs of stripping at the head, normally caused by overtightening of the small driver. The implants were disassembled for further evaluation/investigation. The implants did not show any sign of failure and the threads were not stripped or deformed. The implants were visually and functionally within specification/good condition and deemed as acceptable product. The locations of failure are the central threads of the augmented baseplate and the taper connection between the glenosphere and baseplate. This is not likely to have been caused by a defective implant, as the locking cap was in acceptable condition. Under normal conditions and use, the augmented baseplate would not see this type of deformation and if so, the locking cap would display a visual nonconformance. It is likely that dissociation of the baseplate would not have occurred without a significant traumatic event or loading incident. Therefore, it is believed that the glenosphere was not properly inserted onto the baseplate.

Event description:
Initial surgery was performed on (B)(6) 2022 using catalyst implants for the glenoid side and a lima stem on the humeral side. In (B)(6) 2023, the patient reported stability issues. Upon further examination, the glenosphere had dissociated from the baseplate. The patient did not report a traumatic event. Revision surgery was performed on (B)(6) 2023, the glenosphere implant size 36 lat and baseplate were removed and replaced with the same type/size of construct with no further issues identified.

Event description:
Initial surgery was performed on (B)(6) 2022 using catalyst implants for the glenoid side and a lima stem on the humeral side. In february 2023, the patient reported stability issues. Upon further examination, the glenosphere had dissociated from the baseplate. The patient did not report a traumatic event. Revision surgery was performed on (B)(6) 2023, the glenosphere implant size 36 lat and baseplate were removed and replaced with the same type/size of construct with no further issues identified.

Manufacturer narrative:
The returned implants were visually inspected and found the center hole threads of the augmented baseplate deformed and stripped. However, the locking cap did not have stripped threads or any deformation, as seen in the baseplate. The peripheral holes of the baseplate also had some cross threading, as intended per design. The screws were visually inspected and three were found to be in normal condition. Two screws displayed visual signs of stripping at the head, normally caused by overtightening of the small driver. The implants were disassembled for further evaluation/investigation. The implants did not show any sign of failure and the threads were not stripped or deformed. The implants were visually and functionally within specification/good condition and deemed as acceptable product. The locations of failure are the central threads of the augmented baseplate and the taper connection between the glenosphere and baseplate. This is not likely to have been caused by a defective implant, as the locking cap was in acceptable condition. Under normal conditions and use, the augmented baseplate would not see this type of deformation and if so, the locking cap would display a visual nonconformance. It is likely that dissociation of the baseplate would not have occurred without a significant traumatic event or loading incident. Therefore, it is believed that the glenosphere was not properly inserted onto the baseplate.